Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2015 to report that on (B)(6) 2015 their receiver would not turn on. There was no report of any injury or medical intervention. No additional event or patient information is available. Complaint device was returned for evaluation. A visual exterior inspection was performed on the receiver and it was found in good condition. Battery initially returned with 1% charge, recharged battery to 100% full in three hours. A global receiver functional test was performed on the receiver and no failures related to the customers complaint were found. Receiver's data logs were downloaded and reviewed, finding multiple firmware errors. Reported fault could not be reproduced, however based on the finding of firmware errors, this is being reported. The complaint was confirmed through data log reviews. The root cause could not be determined post investigation.